Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited gradual high out of range pace impedance measurements on the right ventricular (rv) lead this was noted upon programming the device into MRI protection mode. Boston scientific technical services (ts) discussed the risks of having a lead fracture but ultimately physicians discretion on how to proceed. Further information was received that rv pace impedance measurements continue to rise. Noise and high capture thresholds were also observed. Ts suggested bringing this patient in for thorough device testing. The health care professional (hcp) also mentioned this patient has complained of experiencing syncopal episodes. No further information was provided to confirm this was device related. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited gradual high out of range pace impedance measurements on the right ventricular (rv) lead this was noted upon programming the device into MRI protection mode. Boston scientific technical services (ts) discussed the risks of having a lead fracture but ultimately physicians discretion on how to proceed. Further information was received that rv pace impedance measurements continue to rise. Noise and high capture thresholds were also observed. Ts suggested bringing this patient in for thorough device testing. The health care professional (hcp) also mentioned this patient has complained of experiencing syncopal episodes. No further information was provided to confirm this was device related. No adverse patient effects were reported. At this time, this device system remains in service.